Event description:
It was reported that the lower screen of the external pulse generator's (epg) liquid crystal display (lcd) had pixel damage and was difficult to read. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).